Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5443 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the vascular sheath was unable to be inserted into the vessel. Protruding extraneous substance was then found at the tip of the vascular sheath.